Manufacturer narrative:
The device was returned to stryker product analysis center (pac) for further investigation. The pac technician was able to duplicate the reported issue. The root cause fo the reported issue was determined to be the reed switch sw5. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device wasn't powering on when lid is opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.